Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edward (B)(6) affiliate for tavr, dilation of the femoral artery was done with a 16fr dilator without any problems. The 14fr esheath was then inserted through a surgical access. Bav was done without problems. During insertion of the sapien 3 valve with the commander delivery system, the valve became "stuck" in the esheath and a valve strut was bent and protruded out of the sheath. The esheath was then removed together with the sapien 3 valve but the removal resulted in the dissection and perforation of the iliac. The surgeon immediately took over and an iliofemoral bypass was performed. A new sapien 3 valve was successfully implanted, via transaxillary access. The patient was then transferred in an unstable condition to ICU with catecholamines. Pod 4 the patient expired due to "intestinal ischemia" caused by the perforation of the right iliac. It was indicated that the procedure angiogram showed there had been a strong kink in the vessel and due to the push force applied in order to advance the valve, the strut had started to bend outwards.

Manufacturer narrative:
Additional information: the valve was returned to edwards lifesciences for evaluation. Visual inspection showed the integrity of the valve leaflets, sutures, and cloth components appeared to be normal. The valve frame was intact, however, a frame strut was observed to be bent outward away from the center. No abnormalities to the frame structure were noticed during the review that would indicate evidence of any non-conformance or frame fracture. The reported complaint for valve frame damage was confirmed. It is likely that procedural factors related to vessel tortuosity likely resulted in issues advancing the delivery system through the sheath. The large "kink" in the patient's vessel noted in the cer description prevented proper passage of the valve through the sheath. During manufacturing, multiple processes and inspections are in place to ensure proper function of the valve. These manufacturing inspections above support that it is unlikely a manufacturing non-conformance was the cause of the complaint. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the frame damage and subsequent iliac artery perforation may be related to vessel tortuosity likely resulted from issues advancing the delivery system through the sheath. The large "kink" in the patient's vessel as noted in the cer description prevented proper passage of the valve through the sheath. No manufacturing non-conformities or IFU/training inadequacies were identified. Review of complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed control limits for this failure mode. Therefore, no corrective or preventative action is required.